Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a long post-operative course which included a long stay in the hospital and 2 rehab centers. In (B)(6) 2013, the pt had an increase in their ldh and was placed on triple therapy for anticoagulation to include asa, persantine and coumadin. No other symptoms of hemolysis were noted at that time. Additional information received noted that the pt was admitted in (B)(6) 2013 for a tracheal stenosis procedure and ta tracheostomy was placed at that time. During the admission, the pt needed to be off asa and persantine for a 1 week to let their inr drift down for the procedure to the completed. The pt remains admitted in the hospital post-tracheal procedure to allow their inr to increase back to therapeutic range. The pt was discharged home after the tracheal procedure. The pt was admitted a few weeks later in (B)(6) 2013 for hemolysis. Their ldr was at 1700 and cr was 1.7. The pt had increased hematuria and their ldh increased to 2500 and cr. Increased to 4.5. The pt was taken to the operating room for a pump exchange.

Manufacturer narrative:
Additional information received notes that the pt was admitted in (B)(6) 2013 for a tracheal stenosis procedure and a tracheostomy was placed at that time. The pt was readmitted a few weeks late at the beginning of (B)(6) 2013 with increased ldh at 2500 and cr was at 4.5. The pt also had increased hematuria. The pt was taken to the operating room (or) for a pump exchange. (Reference MFR. Report# 0002916596-2013-01609 for lvad). The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.